Manufacturer narrative:
This lead was surgically abandoned and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this apically placed right ventricular (rv) lead exhibited loss of capture (loc) at high outputs; the patient was not symptomatic. R-wave measurements were noted at 3-4 mv. Boston scientific technical services (ts) was consulted by the field representative about programming the rv lead sub-threshold and using the left ventricular (lv) lead only for pacing. Ts discussed this would be off label use. Ts also discussed various issues that could contribute to the issue. The physician suspected the lead itself was not functioning properly. Additional information was received that this lead was surgically abandoned and successfully replaced six days later. No adverse patient effects were reported as a result of the revision procedure.